Event description:
Boston scientific received information that during a follow up a dislodgement and loss of capture was observed when it comes to this right ventricular lead. This lead was explanted and replaced. No adverse patient effects were reported following the procedure.

Manufacturer narrative:
Should additional information become available this investigation will be updated.